Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump rotation to be smooth. The log data indicated belt slip events and during pump jam testing, the pst noted a belt slip event. He observed the belt tension to be loose. The pump did not operate as intended. During testing at the service center, the service repair technician (srt) discovered a loose gut main shaft. He replaced the roller pump gut assembly. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump rotations were not smooth. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) duplicated the reported complaint. The roller pump functioned as intended when there was no tubing in it but once it was loaded with two tubing and the occlusions were set, the rotation would pause or slow down every rotation. The fsr replaced the roller pump. The unit operated to the manufacturer's specifications.